Manufacturer narrative:
Argus case: (B)(4).

Event description:
It will then stick to roof of mouth, go towards back of mouth towards your throat.this is terrible when trying to eat. [Accidental device ingestion] I almost choked twice [choking sensation] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started poligrip cushion comfort. On an unknown date, an unknown time after starting poligrip cushion comfort, the patient experienced accidental device ingestion (serious criteria haleon medically significant) and choking sensation. The action taken with poligrip cushion comfort was unknown. On an unknown date, the outcome of the accidental device ingestion and choking sensation were unknown. The reporter considered the accidental device ingestion and choking sensation to be related to poligrip cushion comfort. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call centre representative (email) on (B)(6)2023. The consumer reported that "let me begin by saying this is a choking hazard. It doesn't stay in place. Comes free moves out from denture. It will then stick to roof of mouth, go towards back of mouth towards your throat.this is terrible when trying to eat. I almost choked twice. It should be removed from selling. I wasted money on this. I hope you fix this problem". Follow up information received from qa department on 21jul2023 for the complaint number (B)(4) for product with unknown lot number. Investigation evaluation: the complaint case was reviewed and closed by loc qa with complaint conclusion of complaint inconclusive. The lot number is invalid/unknown. Therefore, the investigation site cannot be identified. No further investigation can be performed at this time. If additional information is received, the case will be re-opened and updated with the additional information and re-process accordingly. This product is produced at multiple manufacturing sites. The product complaint was concluded as inconclusive. Upon follow up product complaint as new event with outcome as unknown and causality as not applicable.